Event description:
It was reported that the patient had undergone a sinus procedure (septoplasty/turbinoplasty) and the dressing w/o string was placed without complication. The patient was taken to recovery and approximately 20-30 minutes later, the patient was reported to have aspirated the dressing and the dressing became stuck in the patient's carina and the patient asphyxiated. CPR and emergency tracheotomy were performed, but neither could dislodge the dressing. The patient was transported by ambulance to the hospital whereby the patient expired. No further information was available from the user facility.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was discarded by the user facility; therefore, a product evaluation could not be conducted.

Manufacturer narrative:
Based on the available information from the initial reporter, it could not be confirmed that the dressing was sutured or taped to the patient as instructed by the product instructions for use. A potential and likely cause for the reported event is poor placement of the sponge; having the sponge too posterior in the nasal cavity may contribute to dressing aspiration. Additionally, securing the dressing to the patient may prevent migration and aspiration. To avoid this, the instructions for use (IFU) provides the following guidance: coat leading edge with antibiotic lubricant. Tape any locator strings to cheek. Nasal dressing and epstaxis packing - insert suture to distal end of dressing as a locator string if not provided. Grasp with forceps and insert gently and completely along nasal floor. Sinus packing - grasp strung-end of pack with forceps and insert (lateral to the middle turbinate) to the middle meatus. As the patient name was not provided by the initial reporter, a copy of the autopsy report could not be requested from the coroner. Upon review of the file for closure the following information was verified: expiration date - 02/01/2015, MFR date - 02/14/2012.